Event description:
The blue three way stopcock is leaking at the middle luer. The product was used for 1 - 3 hours. Directly attached to the product was a perfusor line with perfusor. Medications were sufenta and propofol. No patient injury or treatment associated with this event.